Event description:
It was reported that the patient was unable to connect to her ins (implantable neurostimulator) with the patient programmer and that it started a couple days prior to the report. She last felt stimulation several days prior to the report and last recharged successfully a week before the report. Proper batteries were being used in the patient programmer. A communication problem with the insr (ins recharger) was also reported. The patient used al (antenna locate) feature because she was unable to get anything besides the 'start charge' screen when trying to charge the implant. Upon starting the al tool, the display showed "call your doctor" icon with a 376 antenna test-temp failure error code, "which helped to make sense of what was occurring." It was later reported that the patient received an insr antenna from repair and was still getting 'reposition antenna' screen. She was not able to charge her ins. It was stated that the patient usually charged once a week. The patient was unable to make adjustment both with or without antenna attached. The patient noticed the problem regarding getting a poor communication screen on the patient programmer the week prior to the report. It was stated that "last week it charged fine and then the patient went to turn it back on because her back was hurting she could not get it to sync to turn it on." It was also stated her ins battery never got low and she did not see any messages showing her ins battery was low. It was later reported that the insr was stuck on al feature from one day prior to the report and was fixed by reset, so the patient was able to charge her ins at the time of the report. It was also stated that the patient programmer was bad and would be replaced. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37791, serial# unknown, product type: recharger; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).